Manufacturer narrative:
Device was returned; leaking was confirmed. Leaking was caused by misalignment of an internal o-ring. It cannot be determined if the o-ring issue occurred in manufacturing or during assembly at the user facility. However, there is a 100% cap pressure check in-process that should detect if this were to occur in manufacturing. The migration of the cement into the disc space is unrelated to the leaking condition. No conclusion can be made as to why the cement went into the disc space at this time. It is possible that there was an undetected void in the bone.

Event description:
Contact reported that the cement migrated into the disc space during application. The cement reservoir adaptor that attaches the hydraulic pump was leaking sterile water. There was no patient injury as a result of this situation. The hardened cement in the disc space could require surgical intervention in the future to prevent damage to body structure and as a result an MDR is filed to document this event.